Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. A representative provided guidance for resetting the pump, but the error persisted, prompting a decision to replace the pump.